Event description:
The customer has observed accumulation of solid phase particles lines on the sides of the advia centaur xp reagent ready packs and quality control imprecision. There was no report of adverse health consequences due to quality control imprecision.

Manufacturer narrative:
Siemens has investigated and confirmed the customer's observation of reagent pack solid phase banding (lines) that affects the onboard stability of the reagents which has the potential to affect both controls and patient results over the onboard stability period. An urgent field safety notice ((B)(4)) was distributed to customers in (B)(6) 2012 to address this issue.

Manufacturer narrative:
(B)(4).